Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis and the reported failure (errors c-34 on start and mono coag activation) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported in with an error on the generator. The customer and logs confirmed c-34 that will not clear. The customer had replaced cables and instrument, restarted generator and system. A technical service engineer (tse) advised the error was internal to the generator and they could swap out vision side cart (vsc). The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. Another vision tower was available and was brought into the room. The procedure was robotically completed with a different erbe.